Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) a novasure procedure was performed and when opening the first device the doctor set the length to 6.5cm, inserted the device, seated the array to a width of 4.7cm, performed the cavity assessment test, passed the cia test and vacuum pre-check however several seconds into the ablation the array position/check array light appeared on the screen. The doctor removed the device and deployed the array showing a width reading on the dial of 4.5cm however the array position error remained on. The doctor looked at the inside of the array and noted the inner array flexture of the device did not look like the picture on the outer packaging of the novasure advanced device, the right side looked good but the left side flexture looked stuck, after that a 2nd device was opened that completed the procedure without further incident. No additional information is available.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted and the mesh of the array was in good condition but was observed the internal flexure bent. Functional testing was conducted and it failed the deployment test. Hence, the complaint can be confirmed. This observation will be monitored and trended. The device's lot number that arrived for investigation was different from the one reported in the initial report. Below the device history record evaluation for the lot number received: lot number: 23j14rs, UDI: (B)(4), device manufacture date: october 14th, 2023, device expiration date: october 3rd, 2025. A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.